Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site. This discomfort was caused by the injury to the site. Surgery is pending to address this issue.

Event description:
Patient had a pocket revision on (B)(6) 2019 , effective therapy was restored post operatively and the issue of pain was resolved as well